Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the vaginal cuff during a total laparoscopic hysterectomy, the device was difficult to load and unload and the needle fell into the patient's cavity. It was retrieved with graspers. Another instrument was pulled in order to complete the case. There was no reported patient injury.